Event description:
It was reported that the surgeon revised this painful hemi head with shell and mdm. Accolade stem was well fixed.

Manufacturer narrative:
The other catalog number and lot listed in this report is: unitrax c-taper sleeve +0mm, cat # 6942-7-065, lot # 28135101. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experienced. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots. If add'l info is rec'd it will be reported on a supplemental report.